Manufacturer narrative:
Event summary: the patient data files showed at least six applications were performed with catheter 2af284 /43954 on the date of the event. All the applications were not sustained. (Could be stopped by physician). Additionally, the data files showed at least ten applications were performed with catheter 2af283/71669 without any issue on the date of the event. The failure file did not record any system notices for the date of the event. Visual inspections of the mapping catheter 990063-020 / 215031160 showed the loop was kinked in several places. The catheter was connected to the diagnostic computer and many channel pairs were displaying noises. Dissected the electrodes found the wires were detached form the electrodes. No manufacturing related issues were found. In conclusion, the mapping catheter failed the return product inspection due to a detached electrode-wire and loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.